Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. There was no indication of damage to the pump. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The 3500a supplemental report was submitted to revise the incident description. The original alert date was incorrect. Please find the updated revision alert date to (B)(6) 2016.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. There was no indication of damage to the pump. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/07/2016 with the following findings: a review of the black box revealed evidence of a power on reset (por) event associated with a cartridge change on (B)(6) 2016. Additional "por" events were also observed in the black box (bb) followed by an error, alarm, warning 174 basal edit not saved error on (B)(6) 2016. The battery cap was unable to fully tighten to the pump. The battery cap width and height measurements were found to be within specifications. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms. A leak test revealed a leak at the battery compartment crack and cover crack. The pump case was removed; there was evidence of additional moisture found inside the pump on the battery compartment and printed circuit board. Unrelated to the complaint, the display lens was observed to be scratched. This display was also dim and discolored. Also unrelated to the complaint, the audio bolus button cover was also observed to be torn; however, the bolus button was still responsive to button presses. A cover crack was also observed between the corner of display lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).